Event description:
The customer reported a ventilator shuts itself off when it is turned on repeatedly. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was in patient use at the time the issue was discovered. There was a delay to therapy. The patient was switched to another ventilator, however, there was no patient or user harm reported. The customer requested onsite service to evaluate the unit. The customer was provided a repair quote. The repair quote has been canceled. The repairs are currently pending.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/04/2022, 04/22/2022, 05/13/2022, 06/12/2022, 06/14/2022, 07/08/2022, 08/02/2022 and 10/24/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse).

Manufacturer narrative:
The customer reported a ventilator shuts itself off when it is turned on repeatedly. Additionally, customer had the philips remote service engineer (rse) report that the ventilator turns on and beeps, has no serial number, options, or circuit board information. The customer requested onsite service to evaluate the unit. The customer was provided a repair quote. Additionally, the rse advised the customer that they may need to replace the central processing unit (cpu) and the power management (pm) printed circuit board assembly (pcba). The repair quote has been canceled. The repairs are currently pending.

Manufacturer narrative:
The customer called back and reported that they are still having issues with the device. The device has been down for a few months. At the time of the call, it was recommended that the power supply be checked for proper functioning or the battery might need to be replaced.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the remote service engineer. It is unknown if any parts or repairs have been conducted as no further information has been provided. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.